Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: suspected due to power spikes and positive ramp study. Specific component(s) involved: other component malfunction, specify. Other component: suspected pump thrombus due to power spikes and positive ramp study. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad. Malfunction device type:.